Event description:
It was reported that the patient presented to the clinic complaining of being short of breath. An interrogation indicated that device was at elective replacement indicator (eri). The battery depletion was considered normal; however, when the device tripped eri, rather than pacing in the dual chamber vvi 65 pacing mode it was pacing in the voo 65 single chamber pacing mode and was not sensing the intrinsic r waves. The device was reprogrammed to dual chamber mode and was later explanted and replaced due to the eri. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. This device was included in that field action, but returned product testing found the device did not perform as described in the field action.  Product event summary: the device was returned and analyzed. Analysis of the device revealed normal battery depletion. (B)(4).